Manufacturer narrative:
The commander delivery system was returned fully inserted through the esheath in a used condition. The valve was returned crimped on the inflation balloon of the delivery system. The returned delivery system and esheath were visually inspected for abnormalities after decontamination. There was complete separation on the delivery system of the inflation balloon from the crimp balloon proximal to the bond due to material failure on the crimp balloon, buckling of the flex tip on delivery system, and gouge marks on flex tip of delivery system. Bunching of esheath liner at distal tip, most likely due to withdrawal of the valve and a slight bend on esheath. No other visual abnormalities were observed. No further testing could be conducted on the delivery system due to the returned condition of the delivery system (material separation on the crimp balloon). The complaint for balloon torn was confirmed by visual inspection. Separate testing was conducted to determine the potential root causes for this issue. One study measured valve alignment forces when the valve alignment was performed in a curved radius, contrary to IFU instructions to perform valve alignment in a straight section of the aorta. The study observed that performing valve alignment at a radii of = 4 inches carries the possibility of the valve ¿diving¿ into the flex tip and increasing the amount of valve alignment force required to achieve final alignment position. In addition, a separate study was performed to determine the effects of residual volume, crimping time, and contrast ratio on valve alignment force. The study observed that residual fluid left in the balloon could re-create the inflation balloon to crimp balloon separation, as well. Measurements were taken on the crimp balloon to ensure that the double wall thickness of the material was within specification as a thin wall could contribute to the observed separation. The measurements meet the drawing specifications. A DHR review was performed for the components listed in the table below, since these components are the most relevant to this complaint event. The work orders did not reveal any issues that could have contributed to the reported event. Lot history review revealed no similar complaints related to balloon torn. A review of the complaint history from (B)(4) 2015 to (B)(4) 2016 for commander devices (all sizes) revealed other returned complaints for balloon torn, however, the occurrence rate does not exceed the (B)(4) 2016 control limits for this trend category. No IFU/training manual deficiencies were identified. During manufacturing the balloons are 100% visually inspected by manufacturing and quality. These inspections support that it is unlikely a manufacturing non-conformance was the source of the complaint. Based on the returned condition of the device, the complaint was confirmed for torn balloon, but no indication of a potential manufacturing non-conformance was identified. The dimensional inspection of the crimp balloon revealed that the wall thickness was within specification, and the bond in this location remained intact. Due to the returned condition of the device, functional testing was unable to be performed. Per the complaint description, ¿the tip was angled moderately in comparison to the valve.¿ performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The damage noted on the flex tip may provide evidence of this occurrence. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially cause a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. A study to confirm this condition was performed, and engineering was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. While a definitive root cause was unable to be determined, available information supports that procedural factors (performing valve alignment in a tortuous portion of the anatomy) contributed to the reported complaint. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified in the product evaluation, no preventative or corrective actions are required. The edwards sapien 3 transcatheter heart valves is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien valve models in a pulmonic valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. No related complaints were confirmed in 2014, therefore, no control limits were established for 2015. As there have been at least 3 occurrences per month of balloon ¿ torn in (B)(6), an actionable threshold was reached. Per management discretion, the decision has been made to initiate a product risk assessment (pra) for further assessment of the issue. The complaint was confirmed for torn balloon, but due to the condition of the returned sample, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. No labeling or IFU inadequacies have been identified. A review of complaint history revealed that the occurrence rate exceeds an actionable limit. Due to the high criticality level for this failure mode, a pra has been initiated for risk assessment and consideration for potential for further escalation.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During the pulmonic valve deployment, the delivery system balloon tore without expanding the valve. The delivery system and valve were removed. The 26 mm sapien 3 valve was crimped on the respective 26 commander transfemoral delivery system by the physician cardiologists. Device de-aired in the normal fashion. There was no evidence of a defective device. The valve was crimped in the reverse orientation for pulmonic delivery. Device passed through sheath uneventfully. Gross and fine valve alignment was completed without incident. Valve was positioned within a palmaz stent. Upon deployment, the balloon ruptured without expanding valve at all. Delivery system and valve were removed from patient. A new 26 mm s3 valve and delivery system were prepped in the same fashion. Deployment was perfect and the patient had a good result. The patient left or in good condition. It is believed that the balloon tore during gross valve alignment, causing a large tear. The tip was angled moderately in comparison to valve. There was no balloon expansion.